Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered leakage at the bending section cover and the distal end/nozzle had foreign objects. It was not possible to identify from when the foreign material has been attached to the distal end. A cut on the bending section cover caused water tightness to be lost, the objective lens had a scratch, the plastic distal end cover was dirty and had a dent, the adhesive on the bending section cover was detached, the connecting tube had discoloration and a scratch, the image guide protector had a scratch, and the forceps channel port had a dent. Additionally, the grip was dirty and had a scratch, the control body cover had a scratch and discoloration, the control unit had discoloration, the suction-cylinder was shaved. The up/down/right/left knobs were dirty, the switch 1 and switch 3 had a scratch, the protector of universal cord on control section side has a scratch and the s-connector side had a scratch. Furthermore, the universal cord had a scratch and discoloration, the suction channel-case unit had a scratch, the plug unit had a scratch, lens guide-cover glass had a dent, switch 1 had a cut, channel - tube had a scratch, due to wear of angle wire, the play of up/down/right/left knob is off, due to clogging of nozzle, water removal ability not possible. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during inspection, leakage was discovered at the bending section cover of the evis exera iii gastrointestinal videoscope. Upon inspection of the returned device, foreign material was found at the nozzle and distal end. This report is being submitted to capture the foreign material found during inspection. There was no patient harm or impact to patient care reported for this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the reprocessing method conducted by the user was different from method recommended in the instructions for use (IFU). Staff of the user facility was insufficiently trained on device handling, handling before return and reprocessing in accordance with the IFU. The user can detect the suggested event properly by handling the device in accordance with the following IFU: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.